Manufacturer narrative:
Device passed displacement test, operating currents, self test and off no power. Device inspected and the battery tube connector plugged in properly. No blank display and no moisture damage found inside the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 86 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. Customer also reported that fluid was present under the lcd display. The insulin pump will be returned for analysis.